Event description:
It was reported that during dft testing a message of possible output circuit damage was observed. The ICD was explanted and the lead was capped.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.